Event description:
The customer complained that the trepan did not stop in time and injured the dura.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as rec'd, disassembled, and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet spec requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A f/u report will be filed if the investigation of this device reveals a result different for that which is stated above, or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.